Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. During evaluation the pump dispensed fluid from the cartridge during the load step and emitted a "no cartridge detected" warning. A "no cartridge detected" warning was revealed in the pump history.